Event description:
The intralase fs laser was used to create bilateral corneal flaps for lasik surgery in 2007. One day postoperatively, the next day, the pt presented with stage 1+ diffuse lamellar keratitis (dlk) in both (ou) eyes and a flap lift and rinse was performed. Pt was treated with topical steroids and a bandage soft contact lens (bscl) was placed ou. The following day, the dr opted to perform a second flap lift and rinse ou, no bscl placed. The pt's preoperative best corrected visual acuity (bcva) was 20/20 both (ou) eyes. Postoperative bcva is 20/20-1 od and 20/30+1 os. Pt is responding to treatment and dlk has resolved. The association between the event and the device is unk.

Manufacturer narrative:
On 2/06/07, a field service engineer performed a scheduled preventative maintenance. The laser system met specifications and performed as intended. On 3/15/07, an intralase clinical applications specialist (cas) visited the site and noticed the laser settings are being modified on a continuous basis, against cas' advice. The site has had on-going construction adjacent to the surgical suite since 2006. An environmental company evaluated the surgical site 1/25/07 and noted the ventilation system was not working effectively, most likely due to an improperly installed air filter. Even though the site uses powder free gloves, white powder was observed on equipment and noted in the environmental report. On 3/29/07, an intralase director of clinical support found the laser system met specifications and performed as intended. It should be noted the american academy of ophthalmology (aao) recommends treating stages 1 & 2 dlk with topical steroids and observation. The aao does not recommend performing a flap lift & rinse at these mild stages. Air filters haven't been changed as recommended by environmental company since 01/25/2007.